Event description:
Reported as: "potential port leak, patient has had the band for two years, with good weight loss. Recently appears to have no restriction. Xray indicates leak near port connection."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model, serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based upon the estimated time implanted provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."